Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cross pin holding the locking trigger has come out of impactor body.

Manufacturer narrative:
Cross pin holding the locking trigger has come out of impactor body. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer. Conclusion and justification status: following investigation by bioengineering, it was confirmed that this was a known failure mode. Further corrective and preventative actions can be traced through reference to CAPA-(B)(4). The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Cross pin holding the locking trigger has come out of impactor body. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.